Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. It was also reported that an m31 air detected in cassette alarm occurred during an unknown phase of treatment. The patient had to discontinue their treatment after the third fill. When they removed the cassette from the cycler, they noticed fluid on the outside of the cassette film. The patient said there was also fluid in the cassette compartment, on the black bubbles. The patient was not sure where the leak was coming from exactly. They did not see any damage on the cassette. The patient even brushed their fingers against the black bubbles to see if they could feel anything sharp, and they couldn t. The patient did not complete their treatment. The disconnected and did a manual drain. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient notified their pd registered nurse (pdrn) of the event. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak occurred during their treatment. It was also reported that an m31 air detected in cassette alarm occurred during an unknown phase of treatment. The patient had to discontinue their treatment after the third fill. When they removed the cassette from the cycler, they noticed fluid on the outside of the cassette film. The patient said there was also fluid in the cassette compartment, on the black bubbles. The patient was not sure where the leak was coming from exactly. They did not see any damage on the cassette. The patient even brushed their fingers against the black bubbles to see if they could feel anything sharp, and they couldn¿t. The patient did not complete their treatment. The disconnected and did a manual drain. It was confirmed the patient was trained to perform stat drains, as well as manual pd therapy if necessary. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient notified their pd registered nurse (pdrn) of the event. The cycler set was not available to be returned for evaluation as it was reportedly discarded.